Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had received one inappropriate shock due to oversensing of noise. Additionally, it was noted that the smart pass feature was disabled due to small r waves. The patient was evaluated in the clinic and troubleshooting was performed in which there was large amplitude of noise in both secondary and alternate vectors. The patient reported that his grandson did jump on his chest area last year, lost weight and has been exercising more. A chest x-ray was taken and technical services (ts) confirmed there is no obvious signs of electrode fracture however, noted there is a sharp bend in the electrode close to the header. Ts discussed troubleshooting steps and if they decide to replace the whole system it was recommended to return it back for analysis. At this time, the electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had received one inappropriate shock due to oversensing of noise. Additionally, it was noted that the smart pass feature was disabled due to small r waves. The patient was evaluated in the clinic and troubleshooting was performed in which there was large amplitude of noise in both secondary and alternate vectors. The patient reported that his grandson did jump on his chest area last year, lost weight and has been exercising more. A chest x-ray was taken and technical services (ts) confirmed there is no obvious signs of electrode fracture however, noted there is a sharp bend in the electrode close to the header. Ts discussed troubleshooting steps and if they decide to replace the whole system it was recommended to return it back for analysis. At this time, the electrode remains in service. No adverse patient effects were reported. Additional information was received which reported that this electrode was explanted. No additional adverse patient effects were reported.